Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a spell where the eyes rolled back into the head. An electrogram observed the implantable pulse generator (ipg) device with loss of telemetry. The right ventricular (rv) lead was also noted with high capture threshold. Further evaluation in the clinic did not detect any abnormalities. Reprogramming was performed to turn off adaptive mode. The device and lead remain in use. No patient complications have been reported as a result of this event.